Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded new pump supplies to address the issue. The customer's blood glucose level ranged from 230 mg/dl to 300 mg/dl.